Event description:
It was reported that following a bilateral trabecular microbypass stent system procedure (ou), the patient presented postoperatively with increased intraocular pressure (iop), which was then managed with the implantation of a micro shunt glaucoma drainage system. Per report, selective laser trabeculoplasty (slt) was performed on one (1) eye two (2) or three (3) days prior to stent implantation, and subsequently the patient's iop spiked, requiring oral medication and intravenous treatment. The report noted that the micro shunt procedure was performed one (1) week after the stent procedure, and the patient is now stable, but is experiencing eye pain. The report also noted that the surgeon suggested that it might be a metal allergy. Through follow-up, the following additional information was received. Per report, the patient is currently stable and has no metal allergy; therefore, stent removal is not planned. This report references the case of iop increase and pain associated with the left eye (os).

Manufacturer narrative:
Additional information: a6: race noted as japanese. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Iop increase and pain are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events (iop increase and pain) are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2026-00063 for the case of iop increase and pain associated with the right eye (od).